Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Device not returned. Trade name : irgacare®. Active ingredient(s) : triclosan. Dosage form : suture/solid/parenteral. Strength : 2360 ¿g/m.

Event description:
It was reported that a patient underwent a total laparoscopy hysterectomy procedure on (B)(6) 2022 and suture was used. After the needle is in the loop and pulling to secure the position, the suture broke at the loop area. There was no delay in surgery and the procedure was successfully completed. There were no adverse patient consequences. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/27/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: photo analysis: photo this is an analysis of a photo submitted for evaluation. During visual analysis, the following was observed: picture (1), a product code sxpp1b450 to view from the open foil packaging. Picture (2) shows a needle with a suture attached and a winding former, the picture is not clear to determine the failure mode of the damage suture. Based on the photo review, the event describe is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. H3 analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned product determined that it was received one empty opened foil, one labeled winding former and one needle suture piece pertain to the product code sxpp1b450. During visual inspection of the returned sample, marks that appear to be caused by a surgical instrument were observed on the body needle. The suture was examined and the end of the suture was noted to be cut probably caused by a surgical instrument. In addition, body fluids were noted along the strand. The other section of the suture was not returned for analysis. As per conditions of the returned sample, no functional test could be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.